Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The medtronic representative was able to confirm the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when transferring images over dicom q/r. No additional information was provided. There was no patient present when this issue was identified.